Event description:
The complainant reported the patient had automated impella controller (aic) support and while on support, the aic, had a red alarm controller failure. The were no change to impella flows, purge flow, purge pressure, or motor current. The controller was replaced successfully and support continued.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. Console logs were consistent with the complaint. The device was tested and the root cause of the controller error and loss of placement signal was an optical bench fw communication protocol anomaly, resulting in the misalignment of data communication packets received. D9 date device returned to manufacturer added. D2 common device name revised on manufacturer device report 1220648-2024-15118 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-15118 in accordance with updated procedures. H5 selection was erroneously entered on manufacturer device report 1220648-2024-15118. H8 selection was erroneously entered on manufacturer device report 1220648-2024-15118.